Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. The customer reported that the system table rotational locks released by itself and the table could not be locked again. The surgeons continued the procedure on an unlocked table. There is no report of impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The table provides a dedicated locking-mechanism for table rotation with return-springs and locking-latches. During normal system usage, such a disadjustment of the locking-latches is not possible (i.e. As latches are secured by grub screws) and a strong lateral impact is needed. Return-springs have been exchanged and locking-latches have been adjusted. The system works as specified and no known defects are known in the field.